Manufacturer narrative:
Corrected data: h8: usage of device, provided. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The cause of the driveline disconnect was the patient exchanging controllers due to a reported malfunction. The patient reported there were low flow alarms after the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the log files were sent for review and captured emergency backup battery (ebb) faults on (B)(6) 2025. The ebb faults was due to the ebb failing a load test. The log file also showed the driveline was disconnected on (B)(6) 2025 at 19:05:33 and it appeared the system controller was exchanged. Additionally, a report was received that the system controller malfunctioned; it stopped operating, so a new controller was issued.

Event description:
Patient reported not taking diuretics on (B)(6) 2025. On (B)(6) 2025, the patient reported more low flow alarms with elevated blood pressure. Patient did not report symptoms during low flow events. The patient was advised to take blood pressure medication and follow up if alarms persisted. The patient called again with continued low flow alarms. The patient came into the clinic for assessment on (B)(6) 2025, and hydralazine was increased from 25mg tid to 50mg three times a day (tid). Bumex was also increased from 2mg once a day (qd) to 2mg twice a day (bid) for 3-4 days to help with volume overload. No further reports of low flow alarms after the clinic visit.

Manufacturer narrative:
Correction: updated medical device problem code and heath effect impact code. Manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.